Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that during a sternal procedure, two 12mm screws fractured while being inserted into the bone to secure an 8-hole plate. The bodies of the screws were retained in the patient; however, the heads were broken off and put to the side. There are a total of 2 screw bodies in the patient as it happened in two different holes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item# unk, lot# unk, unknown sternalock blu screw 12 mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00451